Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient could not get the implanted neurostimulator to charge. Patient noted they charged the controller and it was good. Patient kept getting nothing but no device found. During call patient verified no damage to the recharger. Patient reset the controller. Pt went through passive recharge mode. Patient was able to start a recharging session with excellent. The troubleshooting steps that were taken on the call resolved the issue. Pt reported they were able to successfully charge up the implant, however they were unable to feel the stimulation once they had it turned back on. Agent reviewed to follow up with their pain management doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.